Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device battery compartment sparked and caught on fire. There was no report of patient involvement or harm.